Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The mayfield modified skull clamp (a1059) was returned for evaluation. Failure analysis - unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. Unit received without the 80lb torque knob; however, customer stated they would replace it once the clamp was returned to them. General maintenance, cleaning, replacement of worn internal components, and addition of heli coils to large starburst threads will be performed. Root cause - complaint confirmed via inspection of the unit. The index knob was loose and needed replacement of worn internal parts. Unit received without a torque knob. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) has no resistance when locking the swivel lock and the torque knob was missing. It is unknown if there was patient involvement; however, no patient injury was reported or surgical delay has been reported.